Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced chest pain. The target was located in the mid right coronary artery with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 28mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain and was hospitalized on the same day. A target vessel revascularization was performed and a non- target vessel revascularization was performed. The patient was discharged.

Event description:
It was further reported that at the time of the event, the patient experienced chest pain associated with diaphoresis and dyspnea. ECG showed evidence of acute inferior wall infarction. Thrombotic thrombocytopenic purpura was placed and stent thrombosis of the mid right coronary artery was treated with balloon angioplasty. "Significant" residual stenosis was treated with balloon angioplasty. The patient was discharged on plavix not clopidogrel as initially reported.

Event description:
It was further reported that following CABG, the patient was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
Describe event and relevant tests updated. (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event: discharge medication corrected from clopidogrel to plavix. (B)(4).

Manufacturer narrative:
Describe event, relevant tests/lab data, patient code and device code updated. (B)(4).

Event description:
It was further reported that at the time of the event the patient's chest pain was associated with diaphoresis and dyspnea and diagnosed as a stent thrombosis. The EKG showed a sinus bradycardia and evidence of an acute inferior wall myocardial infarction. Cardiac enzyme revealed a peak troponin of 100.00 ng/ml. The stent thrombosis was treated with 2.50 x 50 mm apex balloon. However the results were inadequate. Atherectomy was performed using a non bsc 4-french x 135 cm rx catheter. There was a significant residual stenosis noted which was treated with balloon angioplasty with no significant obstructive stenosis. Following the procedure patient's EKG normalized. Left sided arteriography demonstrated significant lad, diagonal and marginal disease as a result coronary artery bypass grafting (CABG) of all these vessels was recommended. The surgical revascularization was delayed by 1 week to wear off the effect of effient which subject had taken on admission. (B)(4) vessel which included svg to 1st diagonal, svg to 3rd diagonal, svg to mid marginal, svg to pda and lima to lad. The event was as considered resolved without residual effects and the patient was discharged.